Event description:
Reporter alleged blood glucose monitoring device read in the high 200's mg/dl. It was reported meter read 288mg/dl and took oral diabetes medication when 30 minutes afterwards felt symptoms of low blood glucose . Reportedly customer self treated with diet soda and a sandwich. Reporter stated feeling as if he would pass out so went to the doctor the next day. Reporter indicated meter read 288 mg/dl and doctor measured 90mg/dl however no treatment was reported received. A request was made for the return of the suspect device and replacement product was sent.